Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Broken smart toes replaced with k-wires.

Manufacturer narrative:
The reported incident that unknown_smarttoe was alleged of issue s-12 (implant breakage after surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. As we have no information regarding patient height, weight and postoperative care, we cannot determine the exact root cause of this breakage. Based on complaint history and previous cases, it has been identified that smart toe implants can break when patient is obese or when patient does not respect postoperative care or when patient keeps an important activity after surgery. Moreover, patient was 65 years old and bon quality may not be optimal. All of these reasons could not be excluded in this case. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned.

Event description:
Broken smart toes replaced with k-wires.